Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire was missing. Patient inserted sensor into arm, which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and concluded that the sensor wire was missing from the housing puck. Therefore, the reported possible detached/missing sensor wire was confirmed.